Event description:
The technician alleged that the brake pedal locks, then pops back up out if the bed is pushed. No patient impact.

Manufacturer narrative:
The technician replaced the brake bushings, bearings, top block and bottom block on the brake mechanism block assembly to resolve the issue.